Event description:
The user facility reported the patient's CT scan showed edema around the aneurysm following treatment with detachable coils. The physician reported the patient developed a fever the day after coiling of an aneurysm. The physician reported the patient's fever progressed on day two and intensfied day three following the procedure. The patient suffered a grand mal seizure on day four following the procedure. The physician reported the patient's MRI showed the aneurysm indenting the medial temporal lobe, which is reportedly a pre-existing condition, and the edema in the temporal lobe. The physician reported the source of the fever could not be determined, but that the patient seems to be recovering on anti-convulsants. The physician did not disclose the specific date of the event.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, or further significant information is found, a supplemental report will follow.